Event description:
Surgeon was using an arthrex gemini cannula during shoulder arthroscopy. The cannula has 2 wings that flare out on the end of the cannula. One of the wings broke off while inside the patient's shoulder. Surgeon was able to fish the broken piece out of the pt's shoulder. Cannula inspected and was intact. Cannula sequestered.